Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-01908 and 3005099803-2017-01894 for associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a swiss laserclast 30 watt with settings of 1.0 joules, 10hertz and 10 watts. According to the complainant, during preparation and outside the patient, there was a break half way down the laser fiber allowing laser energy to escape through as light (captured by manufacturer report 3005099803-2017-01908). The same issue occurred with the second flexiva 200 tractip laser fiber (captured by manufacturer report 3005099803-2017-01894). The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no problems".

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 65 cm from the top of the connector to the break. The second piece measured approximately 242 cm from the break to the distal tip. There was no damage to the fiber face within sub miniature-a (sma) connector. The condition of the returned device revealed that the fiber was broken which would allow laser energy and light to escape at the break while in use (misfire) thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-01908 and 3005099803-2017-01894 for associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a swiss laserclast 30 watt with settings of 1.0 joules, 10 hertz and 10 watts. According to the complainant, during preparation and outside the patient, there was a break half way down the laser fiber allowing laser energy to escape through as light (captured by manufacturer report 3005099803-2017-01908). The same issue occurred with the second flexiva 200 tractip laser fiber (captured by manufacturer report 3005099803-2017-01894). The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no problems".